Event description:
Additional information received from the patient indicated that the ins shifting had been resolved. It was noted that the current was reduced, and the ins would be moved to the other side.

Event description:
The patient reported that it seemed like the implantable neurostimulator shifted in (B)(6) 2015. It was indicated that the patient had back surgery in (B)(6) 2015, and had gained weight due to being less active. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.